Event description:
An external pacer failed when applied during a cardiac arrest. The machine read "pacing leads not on." Unable to externally pace. Patient expired. Later a new cable was attached and the quick pace performed properly.